Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water tube, air/water cylinder (tube), jet tube, and the scope connector case unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures "foreign objects in the jet tube, air/water cylinder (tube), and air/water tube" are cause traced to failure to follow instructions. Regarding the scope connector case unit, the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.